Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient had a l1 burst fracture and had an anterior fusion of thoracolumbar (date of procedure unknown). Approximately one month later on (B)(6) 2013, the surgeon noticed during x-ray imaging; the cranial and anterior screw of the plate was loosening one or two turns. The patient had a revision surgery, where the surgeon used a drill guide to fasten the screw. It was also reported, the plate was fixed as mon-cortical. No further information is available at this time. This report is for an unknown plate. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date in (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records (DHR) review could not be completed. Placeholder.